Event description:
A pt reported blood glucose results of "179 mg/dl, 416 mg/dl, and 273 mg/dl" with a lifescan meter and "143 mg/dl" on a lab device, performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The control solution test failed. The meter and test strips were replaced.